Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported "downstream occlusion alarm" which was not reproduced. Downstream occlusion alarms were verified through a review of the event history log. The cause was determined to be the downstream tubing guide depth which was found out of specification. The downstream tubing guide depth was adjusted to correct this condition. The device will pass all testing prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced "downstream occlusion alarm" during preventative maintenance. Downstream occlusion pressure tolerance was reported to be out of specification. There was no patient involvement. No additional information is available.